Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
Root cause:failure analysis on the returned data acquisition to motor controller cable shows that the data acquisition pcba to motor controller pcba cable was tested and no failures were identified.